Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a rupture of a 5f 65cm 8 side-hole (sh) pigtail super torque marker band (mb) flush catheter during an endovascular surgery. The rupture took place inside the aorta during the catheter change. The use of a "lasso" was necessary to extract. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, there was a rupture of a 5f 65cm 8 side-hole (sh) pigtail super torque marker band (mb) flush catheter during an endovascular surgery. The rupture took place inside the aorta during the catheter change. The use of a "lasso" was necessary to extract. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)-separated¿ could not be confirmed. Manipulating the catheter under excessive friction may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿contraindications do not use the super torque mb catheter in procedures where entrapment of the catheter between endovascular devices and the vessel wall may occur, for example endovascular aortic repair (evar) procedures. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.